Manufacturer narrative:
This supplemental report is being submitted as no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information, no patient harm occurred. Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the known amount and the known patient associated with this complaint.

Event description:
Complaint received from a wound care nurse reporting an adhesive issue with the dressing. Reporter stated that the dressing was used in the spinal surgery ward to dress a surgical wound after a mole excision from a patient's back. Reporter stated the dressing "comes off a different way and faster", in less than two (2) days. At follow-up the statement was clarified to mean "the dressing rolls up and does not stick." Reporter provided no further details including patient treatment or outcome.